Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch#: t5al6n. Additional information received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Was the red knife reverse switch attempted? If so, did it function properly? If the jaws of the device were locked in the closed position did the jaws of the device eventually open? Also, can you please confirm the number of ecr60d reloads involved? Are eight (8) ecr60d reloads being returned for analysis? If yes, did the other seven reloads have a quality issue? Please explain. During the surgery, after several uses of echelon reloads, the surgeon had an issue with one of them. In the middle of firing the device blocked. He pressed reverse button but the knife didn't came back, so he continued firing. The staplers from last part of the reload didn't close properly. Surgery was successfully completed with the same device. I've send it 8 reloads to analysis, because he doesn't remember which one had the problem. Also, can you please confirm the surgery date? Date of the event was (B)(6) 2019. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with eight reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reloads b, c, d, e, f, g and h: ecr60d,t5ak2n, fully fired reload I : gst60t,p57u1z, fully fired a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon used:echelon manual and gold reloads. During use, the device blocked, the surgeon tried to use the reverse button, without success. No consequences to patient, and surgery was successfully completed.